Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who had essure (ess205) (batch no. 824303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, pruritus, rectal bleeding, anal bleeding, hemorrhoids, uterine fibroids and stress urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 16 days after insertion of essure (ess205), the patient experienced anxiety ("anxiety"). On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). Essure (ess205) was removed. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, weight increased, back pain and anxiety outcome was unknown. The reporter considered anxiety, back pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Event anxiety added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and severe pelvic pain / pain outcome updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 40-year-old female patient who had essure (ess205) (batch no. 824303(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, pruritus, rectal bleeding, anal bleeding, hemorrhoids, uterine fibroids and stress urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 16 days after insertion of essure (ess205), the patient experienced anxiety ("anxiety"). On (B)(6) 2008, the patient experienced weight increased ("weight gain"). In march 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back pain"). Essure (ess205) was removed. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, weight increased, back pain and anxiety outcome was unknown. The reporter considered anxiety, back pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on 1-dec-2007: essure device was successfuljy occluded. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 40-year-old female patient who had essure (ess205) (batch no. 824303(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, pruritus, rectal bleeding, anal bleeding, hemorrhoids, uterine fibroids and stress urinary incontinence. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 2 months 16 days after insertion of essure (ess205), the patient experienced anxiety ("anxiety"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain") and depression ("psychological or psychiatric problems condition: depression"). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain was resolving and the menstrual disorder, weight increased, anxiety and depression outcome was unknown. The reporter considered anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Current weight 170 lbs. Discrepancy about essure removal: if you have had your essure removed, are you currently planning for essure removal?: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: essure device was successfuljy occluded. Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. Concomitant medication added. Following event: psychological or psychiatric problems condition: depression were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 40-year-old female patient who had essure (ess205) (batch no. 824303-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, pruritus, rectal bleeding, anal bleeding, hemorrhoids, uterine fibroids and stress urinary incontinence. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced anxiety ("anxiety"), 2 months 16 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression") and post procedural complication ("post procedural complication"). The patient was treated with hysterectomy (full), unilateral salpingo-oopherectomy. Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and menorrhagia had resolved, the menstrual disorder, weight increased, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage and back pain was resolving. The reporter considered anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Current weight 170 lbs. Discrepancy about essure removal: if you have had your essure removed, are you currently planning for essure removal?: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfuljy occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 40-year-old female patient who had essure (ess205) (batch no. 824303-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal, pruritus, rectal bleeding, anal bleeding, hemorrhoids, uterine fibroids and stress urinary incontinence. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced anxiety ("anxiety"), 2 months 16 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression") and post procedural complication ("post procedural complication"). The patient was treated with hysterectomy (full), unilateral salpingo-"oophorectomy". Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain and menorrhagia had resolved, the menstrual disorder, weight increased, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage and back pain was resolving. The reporter considered anxiety, back pain, depression, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Current weight 170 lbs. Discrepancy about essure removal: if you have had your essure removed, are you currently planning for essure removal?: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: essure device was "successfully" occluded. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of event pelvic pain, menorrhagia was recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.